Event description:
This loaner scope was received from olympus and inspected prior to sterilization (found to be ok). After sterilization with the steris system 1, it was noted that the exterior portions of the olympus flexible fiberoptic bronchoscope's insertion tubes were noted to have peeling and flaking of the outer sleeves. The material breaking off is a clear coating. Concerned about patient safety (flakes breaking off inside patient's lungs).====================== manufacturer response for olympus bronchoscope======================loaner. Steris is expecting it to be returned after hospital investigation.